Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, due to cystourethrocele, irregular menses and menorrhagia, rule out uterine fibroids, high-grade squamous intraepithelial lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent sling revision on (B)(6) 2014, due to urethral obstruction and dyspareunia. It was reported that patient underwent sphincteroplasty repair on (B)(6) 2014, due to anterior sphincter defect with fecal incontinence. No additional information was provided

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh due to sui. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with hysterectomy.

Manufacturer narrative:
It was reported that patient underwent vaginal exploration on (B)(6) 2014 due to inflammation of vaginal mucosa without evidence of sling erosion. (B)(4).